Event description:
Medtronic received a report that two pipeline embolization devices failed to open at distal site. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm at the para ophthalmic region with a max diameter of 4.7 mm and around 4- or 5-mm neck diameter. The landing zone artery size was 3.3mm distally and 4.7 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that upon unsheathing of the device in the middle cerebral artery (mca), the distal end of the pipeline embolization device (ped) failed to open as intended and appeared fluted at the tip and failed to open properly. This was the case for both pipeline devices that happened twice the exact same way. The distal section of the pipelines were positioned in a bend. The pipelines were deployed less than 50% when they failed to open and were resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipelines. The pipelines were resheathed and removed with the microcatheter from the patient. The pipelines were used for an indication that is approved (on-label). The angiographic result post procedure end result was great. The reported devices and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a neuron max 088 sheath, navian 058 guide catheter, phenom 27 microcatheter, and synchro guidewire.

Manufacturer narrative:
E. Unable to provide healthcare professional information due to privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarifying the report that the pipelines had a "fluted appearance" was referring then taking the shape of a "bird beak appearance." It was also noted that the stents appears a little frayed after removal. The cause was undetermined.

Manufacturer narrative:
B5. Updated with additional information received. H6. Device coding/annex a coding updated based on additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis ¿ as found condition: the pipeline flex shield braid was returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex shield pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. ¿ damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex shield braid ends were found fully opened and damaged. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure /incomplete open at distal as the device was resheated. In addition, the pipeline flex shield braid ends were found fully opened and damaged. However, the root cause for damage could not be determined. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.